Manufacturer narrative:
(B)(4). Eval results: no conclusion can be drawn. Reaction.

Event description:
Following a myocardial infarction approximately 5 months ago, a 2.50 mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in a pt. Later the same month, the pt experienced symptoms of hypotension, tingling and numbness in the feet and leg, arrhythmia (tachycardia) and chest pain. The following month, the pt was re-admitted to the cardiac unit and the stress test carried out was normal. Two months later, the pt experienced increasing chest pain, with frequent "stabbing" pain in the heart. The following month, the pt went to the ER with increasing chest pain and a pulse rate of 150. Cardiac enzymes were normal at this time. Several days later, the pt was re-admitted to the cardiac unit again with increasing chest pain and again the stress test carried out was normal and also the nuclear scan. The pt is currently under the care of an allergist. The stent delivery system was not returned for eval. No add'l clinical sequelae were reported.